Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated alert 76 ¿bow power¿ alarms that reappeared immediately after restart over several days, while blood glucose values and insulin delivery otherwise appeared normal; the user was instructed on monitoring, backup therapy readiness, and a replacement pump was shipped. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included continued pump use until replacement without reported medical intervention or hospitalization. Investigation included user interviews, troubleshooting guidance, and device replacement with plans for return of the original unit. Investigation of this device revealed a persistent power-related alarm consistent with a device malfunction localized to the pump power subsystem, with no evidence of user error. The cause was unable to be determined at the time of this report, however, is linked to the mainboard.